Manufacturer narrative:
This report is for unknown ¿ less invasive stabilisation (liss) plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article kim, m., cho, j., lee, y., shon, w., park, j., kim, j. And oh, j. (2017) locking attachment plate fixation around a well-fixed stem in periprosthetic femoral shaft fractures. Arch orthop trauma surg, doi 10.1007/s00402-017-2745-4. The purpose of this article is to reports the clinical results using a locking attachment plate (lap) instead of cable fixation to fix locking plates to a periprosthetic femoral shaft fracture. This retrospective study reviewed cases between august 2012 and december 2014. The study included nineteen (19) patients which consisted of five (5) male patients and fourteen (14) female patient with a mean age of 74 years (range 56-96 years). The average follow-up was 16 months (range 12-36 months). A copy of the literature article is attached to this medwatch. This is report 1 of 2 for (B)(4). This report is for an unknown ¿ less invasive stabilisation (liss) plate and refers to one (1) patient (64 year old), who had intertrochanteric fracture at the proximal end of the fixation plate after bony union was achieved. Since union was already attained, the plate was removed and the patient was able to walk normally after receiving surgery for the hip fracture.